Event description:
It was reported that preoperatively it was identified that the blade/screw sleeve is damaged causing an issue inserting the wire guide sleeve. No further information provided. This report is for one (1) blade/screw guide sleeve this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot #: 4l13121) was returned and received for analysis. Upon visual inspection, no cosmetic issues were detected along the device. Functional test: wire guide sleeve was inserted into the blade/screw guide sleeve rotating it, it was identified some resistance and friction while assembling devices, it was difficult to reach total connection. Dimensional inspection: the inner proximal diameter of the device was measured to be and is within the specification as per the relevant drawing. The inner distal diameter of the device was measured and is within the specification as per the relevant drawing. Investigation conclusion: the reported condition of the complaint device (blade/screw guide sleeve) is confirmed, it is difficult to assemble with mating device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.017, lot: 4l13121, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 16 may 2019, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.